Event description:
A tandem mobi cartridge alarm was reported by a caller, and it was confirmed by technical support. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, after which the bolus completed successfully. The caller experienced an issue in reloading the original cartridge, so technical support assisted in loading a new cartridge correctly. The caller managed to resume insulin therapy successfully, and the issue was resolved.